Event description:
This gravida 0 patient has had both ovaries removed secondary to hemorrhagic ovarian cysts. She has very significant cardiac disease, has cardiomyopathy and aortic stenosis. She takes coumadin and also recently had a pacemaker with a defibrillator placed. She has tried estrogen replacement therapy and has irregular bleeding on this and it frustrates her. She wishes to have the bleeding stopped. Options for treatment were discussed and we will attempt an endometrial ablation.findings: the uterine cavity was small and sounded to 7 cm. It was anteverted. The tubal ostia were seen bilaterally. The endometrial cavity was bland. Procedure: with the patient in supine position, general anesthesia with laryngeal mask anesthesia was administered. The legs were raised in the dorsal lithotomy position. The patient was prepped and draped in the usual fashion. The uterine cavity sounded to 7 cm. The cervix was dilated up to#15 with hanks dilators. A hysteroscope was placed in the cervical os and it was advanced under direct visualization using traction from a tenaculum on the anterior cervical lip. The findings noted above were made. The cavity was very small and bland. The tubal ostia were seen bilaterally. The hysteroscope was removed. A small duncan curette was used to curette all aspects of the endometrial cavity. There were scant curettings obtained. The thermachoice balloon was primed. It was placed in the uterine cavity and about 6 to 7 ml of d5 were used to fill the balloon. We got an error message stating that the probe was overheated but it never got up to the temperature of 87 degrees centigrade. The balloon was removed, it was re-primed, the cord was changed and we reinserted the balloon in the uterine cavity and again received the same error message. The third time we changed the catheter and used a different catheter. Again, about 6 to 7 ml of d5 were used to distend the balloon after it had been primed. Just before it reached the temperature of 87 degrees, there was again an error message saying that it was overheated. The temperature seemed to rise fairly quickly. At this point a representative from the company was called and it was decided to terminate the procedure. There were no additional suggestions that he had to help troubleshoot this. The instruments were removed from the vagina and the patient awoke from general anesthesia with no apparent complication. She was transferred to the recovery room with stable vital signs. All counts were correct. Estimated blood loss: 15 ml.complications: none. ====================== health professional's impression======================felt the error message may have been due to the pt's uterus size.